Event description:
The reporter claimed the o-ring from the animas cartridge came off. According to the reporter, the cartridge cap was not securely against the pump causing loss of prime due to the o-ring issue. The subject cartridge has been dispose of and will not be sent back for investigation. The patient is using a new cartridge. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the o-ring issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the cartridge has not been returned but a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.